Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have blade damage throughout the length of the blade. Both blade edges were indented. The blade indentation caused a cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. Additional observation not reported by the site that is related to the primary failure: the instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through the "0-silk" suture. The suture got smashed between the blades and required multiple attempts to cut completely through. The blades were damaged. The complaint was confirmed by failure analysis